Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline, catalog #3501660, lot #6526981. Sn #(B)(4).

Event description:
It was reported that a (B)(6) -year old (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses. Left breast prosthesis deflation was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/22/2018, mentor became aware that a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline catalog: 3501660 lot: 7546637 sn: (B)(4) and mentor smooth round moderate profile 375cc saline catalog: 3501660 lot: 7478625 sn: (B)(4) on (B)(6) 2018. On 5/24/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the anterior view. A rent measuring approximately 0.2 cm was discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. The device history record (DHR) of lot number 6526981 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).